Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shock therapy via two separate episodes. Data was forwarded to boston scientifics technical services for review. Ts confirmed two treated and several untreated episodes. The device was initially programmed to primary with a two zone configuration. The first treated episode exhibited an irregular fast ventricular rate with morphology changes in the qrs; suggestive of atrial fibrillation. One day later, a second treated episode exhibited a similar onset with inappropriate shocks delivered due to double counting. Ts confirmed a system reprogramming to secondary as a viable option. No further information has been received and no adverse patient effects reported. To date, the device remains implanted and in service.